Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic with symptoms of abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic presented with klebsiella (species not reported) and a white blood cell (wbc) count of 7206/mm3. The patient was diagnosed with peritonitis due to non-adherence of aseptic technique during ccpd therapy on the liberty select cycler at home. It was reported the patient does not wash hands or wear a mask during pd therapy setup. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg every five days for three weeks and ip ceftazidime at 2000 mg every day for three weeks. The patient presented to the outpatient clinic the following day with an occluded pd catheter (not a fresenius product). The patient was advised to report to the hospital after their pd catheter could not be cleared in the outpatient clinic and they were admitted the same day. The patient¿s pd catheter was removed due to the recurrence of occlusion they were transitioned to hemodialysis (hd) through an existing fistula on a hospital provided hd machine (unknown brand and model) for renal replacement therapy. The patient was prescribed intravenous antibiotics (unknown type, dose, frequency and duration). The patient had an uneventful hospital course and was discharged to home. The patient recovered from this event and remains asymptomatic. It was confirmed the patient¿s peritonitis and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post-discharge and may continue with pd therapy when cleared to do so.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The patient¿s peritonitis can be directly attributed to non-adherence to aseptic technique during ccpd therapy as reported by a medical professional. Lack of aseptic technique is the leading cause of transmission of peritonitis causing pathogens. This is further evidenced by microorganisms that make up the normal flora of the gastrointestinal tract, may colonize the upper aerodigestive tract and genitourinary tract, and are widespread in the environment. Therefore, the liberty cycler set can be excluded as the root cause of this infection. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient in the three (3) month timeframe preceding the event occurrence date. The entire set of cycler set lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident was attributed to end user error. Since the complaint sample was not available for evaluation, the alleged event could not be confirmed.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic with symptoms of abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic presented with klebsiella (species not reported) and a white blood cell (wbc) count of 7206/mm3. The patient was diagnosed with peritonitis due to non-adherence of aseptic technique during ccpd therapy on the liberty select cycler at home. It was reported the patient does not wash hands or wear a mask during pd therapy setup. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg every five days for three weeks and ip ceftazidime at 2000 mg every day for three weeks. The patient presented to the outpatient clinic the following day with an occluded pd catheter (not a fresenius product). The patient was advised to report to the hospital after their pd catheter could not be cleared in the outpatient clinic and they were admitted the same day. The patient¿s pd catheter was removed due to the recurrence of occlusion they were transitioned to hemodialysis (hd) through an existing fistula on a hospital provided hd machine (unknown brand and model) for renal replacement therapy. The patient was prescribed intravenous antibiotics (unknown type, dose, frequency and duration). The patient had an uneventful hospital course and was discharged to home. The patient recovered from this event and remains asymptomatic. It was confirmed the patient¿s peritonitis and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post-discharge and may continue with pd therapy when cleared to do so.